Manufacturer narrative:
Additional information has been added which was not included with the initial report. Pump was received with a critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. An unexpected blue screen appeared. Pump failed to enter recovery mode preventing download of history files and traces using thus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero within spec (23 mv). The following were noted during visual inspection: cracked retainer, broken reservoir tube lip, missing display window/cover, cracked keypad overlay, stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and keypad overlay texture damage. In conclusion, customer concern for critical pump error (open book image) alarm confirmed. Problem isolated to electronic assemblies. Retainer ring damage confirmed due to cracked retainer ring. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 430 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-242a. Troubleshooting was not performed. It was unknown whether customer used the pump within 48 hours of reported event and it was unknown whether auto mode feature was active at the time of event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-242a.